Manufacturer narrative:
Product event summary: the returned battery passed visual inspection. When the battery was connected to the battery charger, did establish communication but it won¿t charge; the reported ¿blinking red status light¿ could not be verified. Customer complaint could not be confirmed. The initial ti data capture functional testing revealed a partial ti data screen capture. Supplemental testing was performed; the battery passed internal visual inspection with no anomaly found. ¿master reset¿ was performing shorting a c1 capacitor; a second ti screen capture was obtained with a passed result. Now the battery can power up the controller test bed set up when connected and it able of full recharge with the charger. No further functional testing needed. No examination of controller log files needed because the reported event details was evaluated during the visual and functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery receives a blinking red status light when plugged into the battery charger. The battery was returned to the manufacturer, analyzed, and tested out of specification. The battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections. D4 suspected medical device model # corrected from 1650- to 1650de, catalog # corrected from 1650- to 1650de. D11 concomitant product corrected from vad to 1103 vad and therapy date corrected to (B)(6) 2017. E1 initial reporter facility name corrected from (B)(6) health system to (B)(6) hospital, street 1 corrected from po box (B)(6) to (B)(6), postal code corrected from (B)(6) to (B)(6). E3 initial reporter occupation corrected from health professional (hpro) to other healthcare professional (othe). H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure. The previously reported failure and investigation findings remain unchanged. Continuation of d11 corrected to dtmb1qq ICD, 6935m62 lead, 429888 lead, 5076-52 lead and therapy date (B)(6) 2017. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. However, the reported "blinking red light" event could not be confirmed. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate with the main ic. An attempt to reset the main ic was able to reestablish communication with the ic. The most likely root cause of the battery not charging or providing power can be attributed to a faulty ic that controls the battery. An internal investigation evaluated battery main ic malfunctions. Continuation of d11: dtmb1qq ICD, 6935m62 lead, 429888 lead, 5076-52 lead implanted 20-jan-2017 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power. However, the reported "blinking red light" event could not be confirmed. Test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate with the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. The most likely root cause of the battery not charging or providing power can be attributed to a faulty integrated circuit that controls the battery. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.